Event description:
It was reported that during a therapeutic stone retrieval procedure with laser, two of the four wires of this basket broke at the midpoint of the wires. At one of the breaking points the wire end was burned.

Manufacturer narrative:
This device is currently being evaluated by this MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Use technique and/or pt anatomy may have ccontributed to this event. However, we are unable to determine the relationship between the device and the cause for this event. Our directions for use states: "warning: this device must come in contact with any electrified instrument."